Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not alarming and customer was unable to read the serial number. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test and self test. The alarm tones were heard during the self test properly. Device was received with the case cracked behind the device at the corner of the serial number label missing, belt clip rails and cracked battery tube threads. (B)(4).